Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/27/2025, it was reported by a sales representative via phone that an ar-1588rtt2 fibertag tightrope ii snapped while shutting the graft into the patient. This was discovered during an acl procedure on (B)(6) 2025. The case was completed using a new ar-1588rtt2 fibertag tightrope ii. The case was delayed about thirty minutes to re-prepare the graft.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.